Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and unknown mesh was implanted. The patient experienced mesh exposure, recurring prolapse, mesh erosion, pain, infections, pain during sex, vaginal scaring, urinary problems and bowel problems. No further information is available.